Event description:
Complainant alleged that during incoming inspection the device was tapped on the bottom and the power shut off and now nothing works. The complainant indicated that there was no pt involvement in the reported failure.